Event description:
It was reported that the device was implanted in 1999. The device was revised in 2006, due to osteolytic cysts in the tibial area of the screws.

Manufacturer narrative:
Evaluation codes: no product was returned for evaluation. Device history records indicate that the device was manufactured and packaged to specification.